Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review summary: patient with intracranial hemorrhage and multiple trauma post fall was scheduled for placement of a vena cava filter. The right common femoral approach was taken for vena cava filter deployment which was without documented complications. Approximately eleven years post filter deployment, chest x-ray showed foreign bodies in the left and right pulmonary arteries resembling needle fragments. CT scan findings demonstrated that these metallic densities may have represented detached vena cava filter tyne's but exact location was not clear. During an office visit approximately ten days post CT scan findings, the patient¿s case was discussed extensively and reviewed. It was unclear what the fragments were, but there was a possibility that the fragments were from the vena cava filter versus a thrombosed vessel. It was likely that the fragments had been epithelialized into vessel tissue. Approximately eleven years two months post filter deployment, another CT scan was performed noting widely patent renal veins. The filter was in good position at l2. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient in conjunction with a trauma situation. Sometime post filter deployment, it was alleged that the filter migrated to the kidney, filter limb(s) perforated into the organs and detached filter limbs were found in the lungs. There were no reported attempts made to retrieve the filter and detached limbs. The patient allegedly experienced pain in the chest and the kidney.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical record review summary: patient with intracranial hemorrhage and multiple trauma post fall was scheduled for placement of a vena cava filter. The right common femoral approach was taken for vena cava filter deployment which was without documented complications. Approximately eleven years post filter deployment, chest x ray showed foreign bodies in the left and right pulmonary arteries resembling needle fragments. CT scan findings demonstrated that these metallic densities may have represented detached vena cava filter tynes but exact location was not clear. During an office visit approximately ten days post CT scan findings, the patient¿s case was discussed extensively and reviewed. It was unclear what the fragments were, but there was a possibility that the fragments were from the vena cava filter versus a thrombosed vessel. It was likely that the fragments had been epithelialized into vessel tissue. Approximately eleven years two months post filter deployment, another CT scan was performed noting widely patent renal veins. The filter was in good position at l2. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately nine years and eight months post filter deployment, it was noted from a chest x-ray that foreign bodies were identified in the left and right pulmonary arteries. Approximately eleven years post filter deployment, an incidental finding on a chest x-ray was seen of foreign bodies in the left and right pulmonary arteries resembling needle fragments. A CT scan was performed demonstrating linear metallic appearing densities seen within the segmental branch vessels supplying the superior pole of the left lower lobe. These findings were concerning for detachment of the filter. The vena cava filter was seen at the level of the renal arteries. Limbs of the filter appear to be symmetrical with no suggestion of fragmentation. Approximately eleven years two months post filter deployment, CT scan was performed and the filter was in good position at l2. Therefore, based on the provided medical records, the investigation is inconclusive for the alleged detached filter limbs, migration, and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Potential complications: possible complications include but are not limited to the following: -movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Filter fracture is a known complication of vena cava filters perforation of other acute or chronic damage of the ivc wall.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient in conjunction with a trauma situation. Sometime post filter deployment, it was alleged that the filter migrated to the kidney, filter limb(s) perforated into the organs and detached filter limbs were found in the lungs. There were no reported attempts made to retrieve the filter and detached limbs. The patient allegedly experienced pain in the chest and the kidney.